Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six days post implant of the cardiac resynchronization therapy pacemaker (crt-p) system the patient experienced abdominal pain and a sudden change while hospitalized for the implant procedure. The patient was transferred to the intensive care unit (ICU) and later died. The cause of death was reported as a digestive system infection. It was noted that the crt-p system operated normally after implant and the physician did not associate the death the crt-p system or implant procedure.